Event description:
It was reported that the right ventricular (rv) lead exhibited high/inconsistent impedances, as well as high/inconsistent thresholds. Additionally, the device exhibited early battery depletion. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product: 4196, implantable pacing lead, (B)(6) 2009. (B)(4).